Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message occurred during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in a femoral-popliteal bypass graft. The catheter worked successfully for two thrombectomy runs. The catheter failed at the beginning of the third thrombectomy run, a check saline supply error displayed. The procedure was completed with this device. There were no patient complications and the patient was stable.